Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, and they understood this guidance.